Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. After a first successful operation of the fixation screw in the pt, in which the helix was extended (after 5 slow turns) and subsequently retracted, it was no longer possible to fully extend the helix. "A replacement stylet was used with the same outcome". After removal from the pt, another trial of the fixation mechanism revealed that it still would not correctly extend.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.